Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot was built to specification. While it is impossible to confirm every step that led to the guidewire to break inside of the patient, investigation suggests that the guideiwre might have been damaged during use. This damage to the guidewire could have led the physician to accidentally over torque the device, eventually causing it to break. The patient was unaffected by the guidewire break as the doctor successfully completed the procedure with another guidewire.

Event description:
On 06 mar 2024, scientia vascular employee was notified that a doctor at (B)(6) medical center attempted to use an a18-200-002 lot #024321 that broke during the thrombectomy procedure. The guidewire was successfully removed from the patient with the use of a stent retriever. Only the proximal portion of the broken guidewire was returned for evaluation on 14-mar-2024. No interfacing device was returned to scientia vascular.